Event description:
It was reported that there was a slow steady rise in impedance in the high voltage and superior vena cava coil of the right ventricular lead. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.